Event description:
Reporter alleged the lancet needle that is a part of the softclix plus lancing system will not retract and is exposed. Customer stated the needle began to be exposed about 4-5 days ago and has accidentally stuck himself. No actions were taken or treatment reported received. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
Additional concomitant medical products and therapy dates: allopurinol 14 yrs - 100mg twice daily, lipitor 7-8 yrs - 120mg once daily, aspirin 25 yrs - 81mg once daily, nexium 6mos - 40 mg twice daily